Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Further information was requested however was not provided.